Event description:
It was reported to boston scientific corporation that during a colonoscopy procedure the radial jaw 4 biopsy forceps became stuck in the scope. The physician was able to get them out and completed the procedure with another of the same device. No pt complications, the pt is "fine".